Manufacturer narrative:
This report is filed on april 06, 2018.

Event description:
Per the patient's surgeon, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.